Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer's current blood glucose reading is 210 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked reservoir tube lip and a missing end cap sticker.